Event description:
The customer reported that insulin leaked from the reservoir while attempting to fill it. The blood glucose reading was 269mg/dl. No further information was provided.

Manufacturer narrative:
Inspected one opened and used reservoir and found a crack on the neck of the reservoir.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.